Event description:
"#3 fr "single" powerpicc inserted on "(B)(6) 2022", began leaking at hub where "clave" is. Needed to be removed and another #4 fr powerpicc inserted." PICC started leaking from hub where "clave" connected. Reference: mw5107599.

Event description:
"#3 fr "single" powerpicc inserted on "(B)(6) 2022", began leaking at hub where "clave" is. Needed to be removed and another #4 fr powerpicc inserted." PICC started leaking from hub where "clave" connected. Reference: mw5107599.